Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise that was oversensed by the device. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.